Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however analysis did find that the battery drawer was broken, the battery contacts were compressed, and the battery release and lead flex cover were contaminated. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the ring was bent and the keyboard pad was cosmetically scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) quit pacing several times on a pacing dependent patient. The epg was replaced. No patient complications were reported as a result of this event.